Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing lightheadedness, dizziness, and chest tightness, and that their heart was 'going haywire'. The patient presented to the emergency room, and was subsequently externally cardioverted. The patient alleged that the device failed to treat their arrhythmia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.